Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, there was a type 1a endoleak. The physician elected to not implant a palmaz (non-endologix) stent as the endoleak appeared too significant in size to treat this way. The iliac limb devices were even extended above the main body; however this did not help achieve a proximal seal. The patient is fine and currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed. The clinical evaluation also shows that there was evidence to reasonably suggest a type 2 endoleak (non-device related) from the internal mesenteric artery occurred that was not included in the event as reported. The type 2 endoleak was discovered during review of an angiogram. This is moderately consistent with the reported adverse event/incident. The most likely causation for the event was anatomy related. The infrarenal angulation on the pre procedure CT scan showed an infrarenal angulation of 61 degrees with a juxtarenal angulation of 42 degrees. The infrarenal angulation most likely contributed to the reported event. The patient status was reported to be fine and under surveillance pending treatment options. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, there was a type 1a endoleak. The physician elected to not implant a palmaz (non-endologix) stent as the endoleak appeared too significant in size to treat this way. The iliac limb devices were even extended above the main body; however this did not help achieve a proximal seal. The patient is fine and currently being monitored while an intervention is being discussed. Additional information: an internal clinical assessment determined that there was evidence to reasonably suggest a type 2 endoleak (non-device related) from the internal mesenteric artery occurred that was not included in the event as reported.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak and the secondary endovascular procedure are confirmed. The clinical evaluation also shows that there was evidence to reasonably suggest a type 2 endoleak (non-device related) from the internal mesenteric artery occurred that was not included in the event as reported. The type 2 endoleak was discovered during review of an angiogram. This is moderately consistent with the reported adverse event/incident. The most likely causation for the event was anatomy related. The infrarenal angulation on the pre procedure CT scan showed an infrarenal angulation of 61 degrees with a juxtarenal angulation of 42 degrees. The infrarenal angulation most likely contributed to the reported event. The patient was reported as doing well pending a 30 day follow up CT scan. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, there was a type 1a endoleak. The physician elected to not implant a palmaz (non-endologix) stent as the endoleak appeared too significant in size to treat this way. The iliac limb devices were even extended above the main body; however this did not help achieve a proximal seal. The patient is fine and currently being monitored while an intervention is being discussed. Additional information: an internal clinical assessment determined that there was evidence to reasonably suggest a type 2 endoleak (non-device related) from the internal mesenteric artery occurred that was not included in the event as reported. A secondary intervention was performed and a p3110 palmaz (non-endologix) stent was deployed over an 18x20 atlas (non-endologix) balloon and post dilated with a q50-100-x balloon. The palmaz stent was deployed higher than intended and only the distal aspect of the stent was on the top ring. It did push the alto stent graft out some but not enough. There was still a type 1a endoleak present so the physician deployed some coils outside the rings in an attempt to stop the flow but at the end of the procedure there was still a type 1a endoleak. The patient was reported as doing well pending a 30 day follow up CT scan.